Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing was performed including leak testing, clear passage testing, and clamp function testing, and no issues were noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, a baxter technician identified the female connector was separated from the main body. No additional information is available.